Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Bd acknowledges the customer's experience regarding the indicated failure mode for erroneous results with the incident lot. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has no data for any biologic drug analysis on this product. The event described by the customer regarding extended freeze time and subsequent thaw for analysis may indicate a sample quality issue that may require further sample clarification (decanting and re-centrifugation). Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. In addition, drugs/medications can change the density of a blood specimen, further contributing to this reported condition. A review of specimen handling parameters should be reviewed for this tube type. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes produced increased "drug mt-3724" results after use in one group of patients, making their results "5 fold higher" than the other group when both "should have been at the same level". Lot #'s 7129908, 7184549, 7230760, 7299676, 8044749, 8071527, 8222847, and 8236730 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "customer states drug mt-3724 increased. Two groups, one group is 5 fold higher than the other group though both groups should be at the same level. No specific date but biggest change in levels was in 2018. No number of occurrences, no specific date, no medical intervention, no treatment change. Lot 8222847 and 8236730 were used in 2019." "Drug mt-3724 was increased in one group when both groups should have been at the same level."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7129908. Medical device expiration date: 2018-04-30. Device manufacture date: 2017-05-09. Medical device lot #: 7184549. Medical device expiration date: 2018-06-30. Device manufacture date: 2017-07-03. Medical device lot #: 7230760. Medical device expiration date: 2018-08-31. Device manufacture date: 2017-08-18. Medical device lot #: 7299676. Medical device expiration date: 2018-10-31. Device manufacture date: 2017-10-26. Medical device lot #: 8044749. Medical device expiration date: 2019-01-31. Device manufacture date: 2018-02-13. Medical device lot #: 8071527. Medical device expiration date: 2019-02-28. Device manufacture date: 2018-03-12. Medical device lot #: 8222847. Medical device expiration date: 2019-07-31. Device manufacture date: 2018-08-10. Medical device lot #: 8236730. Medical device expiration date: 2019-08-31. Device manufacture date: 2018-08-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes produced increased "drug mt-3724" results after use in one group of patients, making their results "5 fold higher" than the other group when both "should have been at the same level". Lot #'s 7129908, 7184549, 7230760, 7299676, 8044749, 8071527, 8222847, and 8236730 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "customer states drug mt-3724 increased. Two groups, one group is 5 fold higher than the other group though both groups should be at the same level. No specific date but biggest change in levels was in 2018. No number of occurrences, no specific date, no medical intervention, no treatment change. Lot 8222847 and 8236730 were used in 2019." "Drug mt-3724 was increased in one group when both groups should have been at the same level."